Event description:
The customer reported the foot pedal plug is broken and is not safe. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the broken plug. System operates as intended.